Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further specified. One day after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with cefepime (intraperitoneally, dose, frequency and duration not reported) for peritonitis. The patient was discharged from the hospital after eight days. The patient had recovered from the peritonitis event. On an unreported date, the patient¿s pd catheter was removed and the patient was placed on in-center hemodialysis therapy. It was not reported if the patient was retrained on aseptic technique. No additional information is available at this time.